Event description:
(B)(4). It was reported that the equipment boom allegedly sparked near the ceiling. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
There was no patient involvement reported, therefore no patient data exists. The catalog number provided is for the eds boom system. The serial number provided is for the specific arm that was alleged to be involved in this event. It was reported that the boom arm was allegedly sparking near the ceiling and upon evaluation by a stryker field service representative it was observed that there were damaged conduits and power cables inside the arm. The root cause for this damage has not been confirmed as of yet, but the cause is most likely due to improper placement of the conduit inside of the arm. The boom is currently not in use and it is awaiting further evaluation by the manufacturer. Additional information from further evaluations will be submitted in a supplemental report.